Event description:
It was reported that the patient became syncopal and was transported to the emergency room. The right ventricular lead had stable but high threshold since 2003, and intermittent loss of capture was noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.